Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 52 mg/dl or above. Suspected causes were due to the customers settings requiring adjustments and that the customer miscalculated multiple boluses. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.